Event description:
It was reported that there was a superficial wound infection. Signs and symptoms included erythema at the right supragluteal area and no drainage. It occurred at the neurostimulator pocket and was not related to device or therapy but was related to the implant procedure. Diagnostics included examination/palpation on (B)(6) 2005 and the results were no exudate and slight erythema on (B)(6) 2006. Lab work was done and the results were a white blood count of 7.9 on (B)(6) 2005, white blood count of 6.7 and c.reactive protein 3.3 on (B)(6) 2006. Erythema had improved on (B)(6) 2006 and the site was improved with no sign of infection present on (B)(6) 2006. No cultures were taken. Interventions included clindamyacin at 300mg for 10 days on (B)(6) 2005 and keflex at 500mg for twelve days on (B)(6) 2006. The event had resolved without sequelae on (B)(6) 2006.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v000819, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead; product ID 377760, lot# v000561, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. (B)(4).